Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was louder during priming. Customer¿s blood glucose was unknown at the time of incident. Customer also stated that the insulin pump makes grinding noise and buttons were sticky as well as harder to press. Troubleshooting was not performed. The insulin pump will not be returned for analysis.